Event description:
This lead was explanted and replaced due to pacing impedance out of range (greater than 3000 ohms).

Manufacturer narrative:
The returned lead was extensively analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. Between 39 and 40 cm distal of the is4 connector pin, the lead body was severely damaged by squashing and deformation. At this site, all helices were found to be fractured. This damage is with high probability the cause of the clinical complaint. The observed damage pattern requires an excessive pressure load onto the lead body. The characteristics of the damaged structure of the lead body leads to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. In addition, a deformed helix was found 7 cm distal of the is4 connector. The position and kind of this damage are characteristic for massive mechanical stress of the lead due to strong pressure onto the generator housing. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.